Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in september 2022. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced severe back pain after 2 hours of treatment with the device. No doctor calls. The patient stated she does not wear the device for 6 hours straight, she breaks it up. She does go for walks. The patient was advised to stop wearing the device and contact her doctor. If the doctor wants her to continue treatment start with 1 hour for 1 week then add an hour. Nothing was shipped to the patient. She was later told that some patients feel discomfort at the beginning of the healing process. The patient stated it is a pain, not a discomfort. She spoke with her doctor and described her discomfort to the doctor and he said she no longer has to continue with treatment. She requests a return label for the product return. No additional information to report.

Event description:
It was reported that the patient experienced severe back pain after 2 hours of treatment with the device. No doctor calls. The patient stated she does not wear the device for 6 hours straight, she breaks it up. She does go for walks. The patient was advised to stop wearing the device and contact her doctor. If the doctor wants her to continue treatment start with 1 hour for 1 week then add an hour. Nothing was shipped to the patient. She was later told that some patients feel discomfort at the beginning of the healing process. The patient stated it is a pain, not a discomfort. She spoke with her doctor and described her discomfort to the doctor and he said she no longer has to continue with treatment. She requests a return label for the product return. No additional information to report.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: UDI, d8-d9, g1: contact office, g6: type of report, h2, h3, h6: device code. Additional information in g3, h4: device manufacture date, h6: impact code, method, results, and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number m30983 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. The spinalpak stimulator compliance data was downloaded on june 18, 2024. The compliance data indicates the unit treated for 0 days 17 hour and 24 minutes. Review of the DHR found no non-conformances or deviations. The clock lifetime of the spinalpak stimulator was 664 days. The controller automatically enters ¿end of lifetime mode¿ after 270 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The spinalpak stimulator was reset in order to perform the burn in test. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 15.5 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.00 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(6) with calibration due on april 23, 2025; and tf1930 s/n (B)(6) with a calibration due date of february 15, 2025. Test/inspections were completed by the quality department on june 18, 2024. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (10) total complaints from (sep 19, 2021) to (sep 19, 2022) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain). Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.